Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump had recurring no delivery alarms after set changes. Blood glucose level at the time of the incident was 226 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The pump was received with an excessive no delivery alarm during the no delivery test due to a faulty force sensor resistor. The pump passed the operating currents measurement, self test, unexpected restart, prime, displacement, rewind and basic occlusion tests. Unable to perform the occlusion test due to the excessive no delivery alarm. No max fill reach alarm was noted. The pump had a cracked case at the display window corner and a severely scratched display window.